Event description:
Boston scientific crm received and reported the following info: "this lead was removed from service, due to high threshold measurements".

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found.